Event description:
The user facility reported that the involved needle was used for a shoulder injection. After the doctor tried to close the needle with the safety mechanism. However, the needle bent when trying to close it with the plastic topper. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. The patient was in good condition. The procedure outcome was good.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. We received a total of seven (7) complaints from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. Representative samples of sg3-2538 were subjected to simulation. A. The safety needle was securely tightened to the syringe with a clockwise twisting motion until resistance was felt. B. Safety sheath was activated with a one-handed technique using the three methods: finger, thumb, and hard surface. C. An audible click was heard indicating successful safety activation. Results: the cannula is fully engaged under the lock (sheath tooth). No bending of the cannula or any irregularity was encountered during and after sheath activation. The root cause of the complaint could not be identified. The actual sample is not available for evaluation and no retention sample and records were verified since the lot number is unknown. We have not encountered difficulties or any irregularity during the simulation of the representative samples through manual sheath activation. A series of inspections are being performed during in-process and qc outgoing which check the condition of sg3 needles. Only passed lot samples will be shipped for distribution. Therefore, we advise to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of the sg3 safety needle in which warnings to prevent cautions and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.